Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6 . One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, an air leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient. When the sheath was inserted into the right atrium and aspiration was performed from the side port before insertion of the catheter, it was noted that air was aspirated. Aspirating air many times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air contamination to the patient has not been confirmed. No additional venipuncture was performed to replaced the sheath.